Manufacturer narrative:
(B)(4).

Event description:
During the procedure the physician implanted two resolute onyx stent devices. Both devices were removed from packaging per IFU, inspected and prepped with no issues noted. There was no evidence of vessel damage and/or thrombus at the site of deployment of the 2 resolute onyx stents immediately after the procedure and both of the stents were fully expanded post deployment. It is reported that the patient was re-admitted for pain. A repeat angiogram was performed and both stents were completely blocked post procedure. No intervention was required in order to restore blood flow. The patient is reported to be fine, however is on medical treatment. Please note that this device (resolute onyx rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.